Event description:
Additional information was received from the patient. They called back repeating a continuation of event previously reported in this case that "it doesn't connect." The patient reported they think it may be connected, but they don't know it's connected, and they think the battery may be charged, but they don't know if the battery is charged. The patient stated they will be gone 10 days so they needed to charge the implant before. The patient expressed dissatisfaction with the manufacturer. The patient confirmed this was a continuation of the event previously reported in this case. The patient mentioned "they changed this out and that out." The patient stated the speaker on the recharger was on the "skin side" and for someone who had partial hearing loss to try to hear the beeping of the recharger against the skin it didn't work well. The patient stated this was a "fallacy" of the equipment because you can't hear it and stated they wanted it noted for the design team that they missed the boat for elderly people. The patient confirmed they were using the recharger app when they were trying to charge. The patient reported seeing connecting to charger and then getting a message stating it cannot connect. The agent walked the patient through trying to connect the recharger with the handset on the call and the patient reported getting a recharger not found message. Reviewed recharger not found message. Reviewed recharger reset troubleshooting steps. The patient reset the recharger on the call and following reset, they reported getting service code 3167. The patient dismissed the service code 3167, then stated they connected the handset to the recharger and connected to charge. The patient reported seeing searching again after they connected to charge. The patient confirmed charging successfully again at call closure with excellent connection, with the implant at 90%. The patient stated it appeared the implant was still charging. Reviewed general charging overview and recommended they continue charging to 100%. The patient stated every month they have to call and they think there was an issue with the overall performance of "this package of stuff." The patient stated it's never ending and they dread the time they have to charge. The patient stated they think the design team needed to start over. The patient requested a response from someone that will fix this issue. The patient requested someone who can acknowledge this issue and inform patient of what improvements were being made to the equipment. The patient stated this was not a convenient way of living their life. The patient stated they didn't think this issue was getting looked at. The patient stated they were seeing their urologist on (B)(6) and will discuss this with them at that time. The patient mentioned they will be unavailable until on (B)(6). The patient stated they wanted to be contacted by someone that was working on fixing the issues that they reported with the recharger (patient stated they wanted to be contacted between on (B)(6). The agent reviewed overview of documenting, and reviewed would note patient's concerns/feedback. The patient stated they will talk with us again next month and disconnected call.

Manufacturer narrative:
Continuation of d10: product ID: tm90p0, product type: accessory, product ID: cd9000, lot# serial#: (B)(6), product type: multiple therapy product, product ID: wr9220, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. It was reported that an email was sent to the manufacturing representative(rep) requesting their assistance. On 2025-feb-14 information was received from the patient stating that they had sent an email, and had not gotten a response back. They were very upset that when recharging the recharging application doesn't connect and they had to call in and do a hard reset. Patient said this equipment was substandard. They wanted this issue resolved and a response back by noon. Agent called the rep and got voicemail. Left a message asking if they had been in contact with the patient and requested a call back. Also alerted patient relations of the patient calling in. The rep called back in response to voicemail received from patient services. The rep stated they were aware of the patient's disappointment with the rechargeable ins and wanting the manufacturer to pay for it. The rep said they planned on calling the patient but requested to speak with a patient services agent first. Agent reviewed that said agent was on a call, and the rep said that was okay and asked if the agent could call them when available. The rep said they would contact another agent in patient relations in the meantime. Agent notified agent of rep's request. On 2025-feb-14 the rep was called back and got voicemail and left a message. The rep called back stated they spoke to the patient rel ations agent, and would be calling the patient back after speaking with agent. On 2025-feb-17, the agent sent out an email to the patient stating the rep had escalated the issue to patient relations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90p0. Product ID cd9000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the receiver is unable to connect to recharger again. They are still having issues. Spent greater than a half hour trying. Connected communicator to find therapy was off and that battery in buttock was 60%. Turned therapy on. Put receiver on again but it still failed to connect. Left receiver over battery a while. Connected communicator again. Battery is fully charged but it does not link to cell phone. Additional information was received from the patient representative. The patient called patient services on (B)(6) 2023. They repeated that the handset said 'device not found' and ins was charging but they could not view progress in recharger application. Patient services had patient perform a hard reset, saw error message 3167, dismissed the code, began charging session, and troubleshooting resolved the issue. At the end of the call, patient was charged to 80% from 30% at the beginning of the call. Patient services reviewed potential for emi with bluetooth connection from recharger to handset. Patient said they normally do not charge when around emi. Healthcare it (hcit) gave a number for patient to reference if issues persist and agent gave that number ((B)(4)) and hcit number to patient. Again in the last two weeks this unit has underperformed. The patient was trying to get it to connect and the unit goes beep beep as if it's going to connect but it doesn't. Instead it just freezes up, they have to restart the charger and then it starts to beep again and sounds like it's hooking up but it doesn't. The patient felt that the technology is extremely under developed and a total waste of my time. They would like a phone call sooner than later. The patient has a battery that will not charge. The last time they spoke with customer service they said to be sure to leave this thing on the charger at all times which the patient does. Patient then called patient services on (B)(6) 2024 as when the case reopened. The patient reported they were having difficulty getting "this unit to charge." Patient stated it was already a challenge because the speaker for the recharger was towards the skin and made it harder to hear because they had hearing loss. Patient suggested the speaker should be on the opposite side of the recharger. On the call the patient stated they were just getting a "not found message." Patient services walked the patient through a recharger reset and the patient dismissed the resulting 3167 service code. Patient saw the recharger went to searching and they were able to connect to charge their ins. The ins therapy was on and the patient was at 70%. Patient lost connection quite a few times and the recharger went back to beeping (searching.) Patient stated they felt a "lump" under the skin which they assumed was scar tissue so they were trying to connect below the "lump" a bit. Patient services reviewed best charging practices. Patient stated they weren't near any emi, but they did have their hearing aids in, and stated they would always charge with their hearing aids. Patient stated they couldn't feel the corners of the ins, just a lump but they repositioned the recharger, crossed their leg on the ins side over the other leg and leaned forward and they were able to stay connected and charging with excellent connection. The ins increased to 80%. Patient alleged that they were always told to keep the recharger on the dock and charging when not in use but they had to tilt the recharger dock at an angle in order to make the green dock light up in the back. Patient services sent the patient a replacement dock and charging cable/adaptor as the patient was unable to tell what the issue was (whether it was with the port or the cable) so they requested the cable as well. An email was sent to the repair team and the case was closed again.

Event description:
Additional information was received from the patient. They reported that they met with their doctor and they plan to run a battery test on them next month. They said that it started working flawlessly after (B)(6) 2025 until today. They spent no less than 45 minutes trying to get it to latch on (connect). They removed the belt and their slacks and put it directly on their skin. After about another 5 minutes it finally latched on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were continuing to have the same issues with their recharger and they have a doctors appointment on (B)(6) 2025. It was offered that we would replace the device, but the patient will see what happens at their appointment.

Manufacturer narrative:
Continuation of d10: product ID tm90p0 serial# unknown product type accessory product ID cd9000 lot# serial# (B)(6) product type multiple therapy product ID wr9220 lot# serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated that they had difficulty charging, issues with recharger/ handset communication and not knowing the charge level of their ins. Pt said due to this they were considering device removal and replacement with a long lasting non-rechargeable ins. Patient responded back with an email on (B)(6) 2024 stating they were beyond frustration with their device. They again spent in excess of 2 hours trying to charge the battery. It may have taken a charge but since the communicator does not hook up who knows. Patient responded with another email on (B)(6) 2024 stating they were still not doing good.